Event description:
It was reported that the catheter was placed in the left jugular vein under ultrasound guidance. The catheter could be pushed over the guidewire without any issues; however, there was a lot of resistance when pulling it back. Upon insistence, the guidewire frayed, leading the anaesthesiologist to remove both the guidewire and catheter from the patient. The guidewire was not broken off but had unravelled. It was suspected that the tip may have gotten stuck behind the dialysis catheter, which was already in place in the right jugular vein. The anaesthesiologist subsequently placed a new central venous catheter (cvc) at the same anatomical site, and the procedure was successful without complications. The patient passed away the following day due to an unrelated cause.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guidewire for analysis. The catheter was not returned. The guidewire was unraveled and showed evidence of use. Visual examination revealed the guidewire was unraveled from the proximal weld and had multiple kinks in the guidewire body. The proximal end of the core wire was broken and protruding out of the coil wire. The distal j-bend was misshapen but intact. Microscopic examination of the guidewire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. Both welds appeared full and spherical. Visual examination of the catheter could not be performed as it was not returned. The total length of the broken core wire measured 604mm, which is within the specification of 596mm-604mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.790mm, which is within the outer diameter specification of 0.788mm-0.826mm per guidewire product drawing. Functional inspection could not be performed for this complaint investigation due to the damage to the returned guidewire. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guidewire was unraveled was confirmed through examination of the returned sample. The guidewire core wire was broken adjacent to the proximal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing-related issue. Arrow guidewires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guidewire kinking. Guidewire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guidewire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the catheter was placed in the left jugular vein under ultrasound guidance. The catheter could be pushed over the guidewire without any issues; however, there was a lot of resistance when pulling it back. Upon insistence, the guidewire frayed, leading the anaesthesiologist to remove both the guidewire and catheter from the patient. The guidewire was not broken off but had unravelled. It was suspected that the tip may have gotten stuck behind the dialysis catheter, which was already in place in the right jugular vein. The anaesthesiologist subsequently placed a new central venous catheter (cvc) at the same anatomical site, and the procedure was successful without complications. The patient passed away the following day due to an unrelated cause.